Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The physician was closing an 8-10mm asd (atrial septal defect) with a helex septal occluder. During loading, the mandrel lure was not unscrewed and the mandrel bent at the tip, but was adjusted. During left atrial disc formation the lock loop prematurely released. The physician decided to remove the complete delivery system through the sheath. While clearing the device through the sheath the lock loop was broken off and embolized to the right ventricle. The clinical specialist noticed that it was missing after the device was out. The physician tried unsuccessfully to snare the lock loop and the pt was sent to surgery to retrieve the lock loop and close the defect.